Event description:
It was reported that patient presented to healthcare facility with weakness complaint. Evaluation revealed the right ventricular (rv) lead exhibited unstable impedance values, and during fluoroscopy evaluation rv lead fracture observed. It was also reported the implantable pulse generator (ipg) battery did not operate/work effectively. The ipg and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.